Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and urge incontinence. It was reported, that  for a long time, she has been going through 100 pads a week and would like to have the device removed. Pss sent the caller a copy of the physician listening via mail. Pss sent an email to device registration to update the patient's address. Additional information was received on june 19, 2024. Patient called, back to report ongoing urine leakage and going through 20 pads in the last 24 hours. Patient states, "pee is coming out of me like a sieve" .patient said, she has been dealing with these symptoms, initially for a long time, but then specified, it's been the past 6 months. Patient said she had decided to just turn therapy off. Patient stated, she's scheduled to have device removed on (B)(6) 2024. Agent offered to assist patient with adjusting settings if she desired to see if any relief could be provided. Patient connected to ins, but when explanation of programs was provided, the patient said she's already tried all the programs. Patient declined to try any programs at this time. Patient continued to explain how many pads she goes through and how something is definitely wrong with the interstim. Agent attempted to control the call, by asking patient what assistance could be provided to make the call meaningful for her and she said nothing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.